Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. A kink was not observed during analysis. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that a physician had a difficult time placing the right ventricular lead due to patient anatomy. Once placed the lead appeared to be kinked. Testing revealed the lead was no longer sensing, had no capture and exhibited high impedance levels. A possible lead fracture was suspected. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.